Event description:
Account alleged that the siderail has no power. Technician found that the insulation is cut, the cable has been pinched and there are bare metal wires showing. No injuries were reported.

Manufacturer narrative:
Technician ordered a coiled cable. No further info on the repair is available at this time.